Manufacturer narrative:
Evaluation summary: the device was returned in the blister tray. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been retracted to mid-nozzle. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint. The reported complaint is lacking in relevant information such as the type of defect/issue observed to complete a thorough investigation. The device was returned used and showed no damage. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative returned an intraocular lens (iol) as faulty. It is unknown if the case concerns a patient. No further information is expected as no permission to follow up was received.